Event description:
Bone quality was not identified. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved at the time of surgery but implant did not integrate with bone at restoration. Osseointegration augmentation procedure was not performed at the time of surgery.